Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Ship in a hospital ,two packs are included, but this time one pack of ampoules is broken into pieces and can not be used. Did not find any trace that gave impact to the outer box.